Event description:
The customer reported that they were getting a checksum error on the mainframe display. The system is not being used.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number (B)(4). To repair the checksum error the ge service rep replaced the mainframe s-ram card which has the cal files loaded from the factory. Normal and high level dose rates were checked and found within published specs. The system is operating as intended.